Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The middle portion of the lead returned for analysis. Externalized conductors due to internal insulation abrasion were noted at 16.1-18.5cm and 19.4-21.8cm from the proximal end of the partial lead. Internal insulation abrasion was noted at 19.3-19.4cm and 21.7-22.4cm from the proximal end of the partial lead. Internal insulation abrasion under the svc shock coil was noted at 25.2-25.3cm and 25.5-26.8cm from the proximal end. The etfe coating was intact at these locations. Internal insulation abrasion under the svc shock coil was noted at 28.0-28.7cm and 29.2-29.7cm from the proximal end. The etfe coating was abraded at these locations.

Event description:
It was reported that during routine device change out, externalized conductors were observed via fluoroscopy. No electrical anomalies were noted. The lead was to be monitored. It was reported that at a later date, the lead was explanted when the newly implanted device was removed for erosion and the risk of infection.